Event description:
Customer reports obtaining results ranging from 185mg/dl to 80mg/dl within 5 mins on the same device. No adverse event reported and no treatment received. No qcs were used. Requested return of suspect device and replacement was sent.